Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the reload articulated on its own during the firing sequence. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vertical sleeve gastrectomy, the handle was articulated two clicks to the left. The h andle ¿snapped¿ back to neutral while firing on the stomach. The surgeon had to re-articulate the handle back to desired point of articulation. There was no patient injury.